Manufacturer narrative:
(B)(4). Concomitant products: guide cath: bsci wanda 4x80. Sheath: terumo radifocus 6f 11cm. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the omnilink elite peripheral stent system instructions for use states: should unusual resistance be felt at any time during lesion access or stent delivery system removal, the introducer sheath and stent delivery system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and stent delivery system components. In this case, it is likely that the force applied to the device contributed to the stent dislodgement.

Event description:
It was reported that the omnilink elite stent delivery system (sds) was advanced though a 6f non-abbott sheath. Resistance was felt during advancement in the 6f non-abbott sheath; however, the omnilink elite sds was further advanced through the sheath, against this resistance. When the sds was positioned at the target lesion, it was noted that the stent implant had dislodged and was not on the sds balloon. The stent implant was found inside the sheath. A non-abbott 4.0 x 80 mm balloon was advanced into the sheath and positioned inside the omnilink stent. By applying slight inflation pressure of 1-2 atmospheres (atm) to the non-abbott balloon inside the dislodged stent, the stent was able to be caught and advanced to the target lesion where it was positioned using the non-abbott balloon. The omnilink elite sds was re-inserted and inflated to successfully deploy the stent to nominal diameter. The result was very satisfactory, as the lesion was reported to be perfectly treated. There were no adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.